Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On 10/16/2024, it was reported that in the evening, the patient was getting sensor error message, he felt something was not right. He was nauseous and frequently urinating. He met a friend and ask him to take him to the emergency room. There they took a bg reading which was 1100 mg/dl and the cgm was showing a failure message. The nurse treated the patient with IV medication. At the time of the report the patient was at the hospital and was expected to be discharged on (B)(6) 2024. At the time of the report the patient was feeling dehydrated. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, no readings/ sensor error/ brief sensor issue under an hour occurred was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional patient or event information is available.